Event description:
Boston scientific received information that while obtaining access to implant this lead, the patient's vein was perforated. The lead was removed to allow for access to the artery. The patient then underwent surgery to repair the vessel. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.